Event description:
It has been reported that the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tube has been found experiencing 900 occurrences of molding defects before use. The following has been provided by the initial reporter: collapsed tube. Customer found collapsed tubes in shelf-pack. It was unpacked.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapse with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tube has been found experiencing 900 occurrences of molding defects before use. The following has been provided by the initial reporter: collapsed tube. Customer found collapsed tubes in shelf-pack. It was unpacked.